Event description:
A customer reported a cartridge change error with the pump, which began a week ago and has occurred during the last two or three cartridge changes. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue temporarily by reloading the same cartridge a couple of times and was advised to call back if the problem persisted.